Event description:
It was reported that during a meniscus repair surgery, the fast fix t1 and t2 implants were deployed at the same time. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6 part of the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection found that two devices were returned in the same packaging. Both of these devices were found in the identical condition as follows. The device was returned outside of original packaging. The device was returned without anchors or suture. The device was found in the t2 pre-deployment position with no debris on device and appears to show no signs of damage. A functional evaluation revealed both devices functioned as intended. Each device cycled from the t2 pre-deployment position back to the t1 pre-deployment position and again to the t2 pre-deployment. Could not test deployment of anchors as not attached to the device. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive stress to prematurely release the device.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the instructions for use found: read these instructions completely prior to use. If the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. Do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.if the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Internal complaint reference: case-2020-00026571